Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt rec'd two scs leads from the same lot number. It was reported the pt no longer has effective scs stimulation therapy on her right side. X-ray taken showed one of the pt's leads migrated. The pt's leads were explanted and replaced. The pt reported receiving effective stimulation postoperative.